Event description:
The generator was recently sent back to valleylab for self-activating and it is doing it again. The generator was in use when the failure occurred, but no patient injuries occurred. The biomed duplicated this failure mode during testing.